Event description:
Air leak through pleur-evac when on suction did not resolve with reinforcing dressing around chest tube. Changing pleur-evac resolved the air leak, suggesting the chamber or tubing may have a hole. Postoperative effusion, which was draining well prior to morning of [date redacted], stopped draining well during this period of time.